Event description:
Patient reported the pump (sn (B)(4)) is chipped where the cartridge cap is screwed on. Sending replacement pump for arrival tomorrow. No other information provided. The error did occur while in use, it did not cause any harm to the patient, it is available for return and we are currently working on sending out a replacement. Reported to (B)(6) by: patient/caregiver. Dose or amount: 0.038m/hr. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2017 to ongoing. Diagnosis: pah.